Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of blood contamination can be confirmed. Visual inspection of the returned system controller serial number (B)(4) reveal several areas where possible blood contamination was observed. The system controller was functionally tested and it was found to function as intended. The controller passed all steps of the functional test. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The system controller was disassembled and visual inspection reveal few areas on the backup battery ribbon cable connector, the red rubber gasket and the housing gasket where foreign debris (possible blood contamination) were observed. The event and periodic log files were successfully retrieved. The event log file revealed that the controller clock was not set and a backup battery was not installed. The driveline was connected and disconnected several times. The system was started at 3000 rpm and it was intentionally stopped and the driveline was disconnected. The driveline was connected, the system was started and the speed was gradually adjusted from 3000 rpm to 6000 rpm and then to 5000 rpm. The system maintained the speed settings with an active controller clock not set alarm when the driveline was disconnected. The periodic log file contained two entries. The data recorded in the first entry revealed that the driveline was disconnected and the second entry revealed the system was operating at 5000 rpm with active controller clock not set and backup battery not installed alarms. In conclusion the observed blood contamination did not affect the controller performance during analysis and there were no atypical alarms/events during functional testing. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev c (jp) and heartmate 3 instructions for use rev a (jp) under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The documents referenced above also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. Technical services observed clock not set alarms and that the driveline had been disconnected and reconnected several times. The account reported that the patient's system controller was exchanged due to blood contamination that had occurred during the implant procedure and the disconnect alarms would have been related to this action. The account reported that when the patient's drape was taken off after surgery, the staff noticed that the system controller was sunken in the blood. The team was careful during the surgery but could not avoid the blood. Once the patient was transferred to the intensive care unit (ICU), the engineer tried installing the system controller backup battery but blood had leaked into the backup battery compartment. Thus, the surgeon had decided not to use this particular controller to avoid the further risk and the controller was exchanged.